Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis, which was manifested by fever and cloudy fluid. The nurse reported the cause of the peritonitis was ¿unknown, the drain bag was open¿ during therapy. The drain bag is not part of the sterile fluid pathway leading to the patient; therefore, the cause will be assessed as unknown. The same day as event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with cefepime (125 mg, route, duration and frequency not reported). At the time of this report the patient remained hospitalized and was not recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.